Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit initial drain. The home patient (hp) was connected at the time of the alarm. The hp stated that he is not sure if the patient line was fully primed prior to connecting. The technical service representative (tsr) had the hp cycle the power to clear the alarm. The tsr had the hp disconnect using aseptic technique and remove the cassette. The started over with new supplies. On (B)(6) 2010, a follow up call was made to the hp's nurse. The nurse stated that the hp had renal cancer about (B)(6)ago and it has spread to his lungs. The hp is currently in the hospital and not expected to make it. However, there was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the most likely cause of the alarm is due to air being sucked into the disposable after incomplete priming. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).